Manufacturer narrative:
Concomitant medical products: product ID: 37612, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported via the company representative (rep) that there was a recharging issue. The patient was unable to charge the implantable neurostimulator (ins) since the last 4-5 days, as the charge intensity boxes were mostly coming blank. In the best scenario there were 2 black boxes instead of all 8. It was unknown what led to this event. Antenna locate (al) was done and tried best location, the best reading was 32. The problem still persisted. A different charger was tried with the same issue. The patient will be taken into the or in two days, and the implant site will be opened to find the source of the problem. The issue was not resolved at the time of this report. The rep reported the day after the surgical intervention, that the ins site was opened and the ins was found flipped with sutures broken. The ins was repositioned correctly and was re-sutured. If additional information is received, a follow up report will be sent.